Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that the site was receiving a ¿localizer faulted¿ error message. It was further reported that troubleshooting steps were performed. When in the software, the system displayed an ¿emitter faulted¿ message. In the network device interface (ndi) toolbox, a controller error also indicated that the emitter was broken as well. The manufacturer representative plugged in another emitter, and it also showed that it was faulted. It was suspected that the controller was faulted. It is unknown if there was a delay to the procedure, and there was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the controller 9735824 was returned to the manufacturer for evaluation. The reported complaint has been verified. The returned controller was tested and faulted immediately when connected to the lat station. The controller was then connected to the emtest and reported a tcurrtfault on 4 of 12 coils. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-5: we are still pending the receipt of patient demographic information. B5: additional information was received and the event description was updated. H6:coding was updated for: the controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the type of procedure was a functional endoscopic sinus surgery(fess), the event was intra-operative, there was a 10 minute delay to the procedure, there was no impact on patient outcome.